Manufacturer narrative:
Journal article: clinical outcomes and angiographic results of bailout stenting for guide catheter-induced iatrogenic coronary artery dissection journal: circulation journal year: 2020 ref: doi: 10.1253/circj.cj-20-0123. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - clinical outcomes and angiographic results of bailout stenting for guide catheter-induced iatrogenic coronary artery dissection, impact of stent type was submitted for review. This is a retrospective single-center study which aimed to describe the initial and long-term outcomes of bailout stenting for iatrogenic coronary artery dissection caused by non medtronic catheters and the differences between drug eluting stents (des) and bare-metal stents (bms). The study sample consisted of 93 patients undergoing bailout stenting, using either des (52) or bms (41). One resolute integrity drug eluting stent and two endeavor rx drug eluting stents were among the des used in this study, along with other non-medtronic des. Clinical outcomes included cardiac death, target lesion revascularization (tlr), spontaneous myocardial infarction (mi), definite or probable stent thrombosis (st) and major adverse cardiac events (mace). Mace consisted of cardiac death, nonfatal spontaneous mi, and tlr. Tlr was defined as a repeated coronary procedure for restenosis or thrombosis of the target lesion within the stent or within 5 mm proximal or distal to the stent on cag. Coronary artery dissection post bailout stenting only occurred in patients who had a non-medtronic des inserted. Three of the four reported cardiac deaths are confirmed to have occurred in patients with non-medtronic des.